Event description:
Patient in clinic for chemotherapy. Twenty minutes after the treating rn started the infusion, she noted that the IV tubing was leaking around the terminal end. Diagnosis or reason for use: breast ca. We have three lots of this IV tubing on site and we are unable to determine which was used. The entire tube and IV bag were contaminated with chemotherapy and we cannot send in for evaluation.